Manufacturer narrative:
Become aware date updated to 10/11/2023.

Manufacturer narrative:
H10: corrections made to method, results, component, and conclusion code grids.

Manufacturer narrative:
H10: corrections made to conclusion code grid.

Event description:
It has been reported that the device will not power on.